Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/09/2026. An investigation was conducted on 04/09/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. The black eyepiece was observed to be attached to the base of endoscope and was not loose. An image quality inspection was performed with an endoscopic video imaging system. The endoscope was able to be attached to a reference light source with no physical or visual difficulties observed. A clear image was able to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component¿ was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6) hospital.

Event description:
The hospital reported that the black eye piece on the proximal end of scope of the 7mm extended length endoscope is loose. This was noticed in the sterile process department when connecting to the new camara. This incident did not occur during the procedure. There was no delay, and no patient harm as there was no patient involvement.